Event description:
The customer reported that a pt underwent a hdr treatment during which they treated a pt using the al13030001-fletcher-suit-delcos-style applicator with the al07344000-titanium cervical stop. When the applicator was removed, it was noticed that the pt was scratched and bleeding. The pt was taken to the operating room to handle the bleeding. The pt's blood pressure dropped and she was placed on a ventilator for a week. The hdr treatment was completed, no further issues were noted, and the pt was reported to be in good condition. The customer was not certain that the cervical stop was the cause of the issue.

Manufacturer narrative:
This issue remains under investigation. The affected part has not been returned from the site. Once the part is received, it will be evaluated. A follow-up report will be filed once the investigation is complete.